Event description:
Boston scientific received information that this implantable right ventricular (rv) lead dislodged one day post implant. There was also a variance in pacing impedance measurements. There was no capture at max outputs. Difficulties during the initial implant of this lead were also reported due to tricuspid valve regurgitation and a valve condition which decreased the amount of slack in the lead. A chest x-ray confirmed the lead had dislodged. A revision procedure took place and the rv lead was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the completed lead was performed. Puncture holes were noted in the outer insulation at 7 cm and 9.5 cm from the terminal pin. There was also a cut in outer insulation at 43.8 cm from terminal pin. The helix was fully retracted and tissue was noted. Electrical resistance testing of the conductor paths showed the lead to be in specification, indicating that no fracture had occurred. The reported allegations were unable to be confirmed through analysis testing.